Event description:
During patient use, the autopulse platform (sn (B)(6)) displayed user advisory (ua) 17 (max motor on-time exceeded during active operation). The crew continued resuscitating the patient with manual CPR. There were no adverse effects on the patient.

Manufacturer narrative:
The reported complaint that the autopulse platform (sn (B)(6)) displayed user advisory (ua) 17 (max motor on-time exceeded during active operation) was confirmed in the archive data but was not confirmed during functional testing. No device malfunction was observed during the testing, and the autopulse platform functioned as intended. Based on values recorded in the archive data, the likely root cause relates to the patient's weight exceeding the maximum weight limit of the platform during the use of the platform. This normally is experienced when the patient's chest is very stiff and hard to compress. During visual inspection, the front enclosure of the autopulse platform was scratched and cracked. The observed physical damage was unrelated to the reported complaint and could be attributed to user mishandling. The front enclosure was replaced to address the issue. A review of the archive data showed multiple ua17 advisory messages around the reported event date, confirming the reported complaint. User advisory 17 is normally a clearable advisory message and is triggered when the motor was on for too long during active operation. The autopulse did not reach the target depth within the specification time. This usually is experienced when the patient is either improperly positioned on the platform or when the patient's chest is too stiff and hard to compress. The recommended actions to take for this type of user advisory are: open lifeband, start manual CPR, check battery and lifeband, pull up completely on the lifeband, ensure that the patient and the band are properly aligned, and press restart. The autopulse platform passed preliminary functional testing at zoll without any fault or error. The drivetrain motor brake gap was inspected, and it was verified that the brake gap was within the specification. Furthermore, the autopulse platform passed the run-in test using the 95% large resuscitation test fixture (lrtf) with known-good test batteries until discharged. No malfunction was found, and the reported ua17 advisory message was not replicated during troubleshooting and testing. Following service, the autopulse platform was subjected to run-in test(s) using the 95% large resuscitation test fixture (lrtf) with known good test batteries until discharged without any fault or error.